Event description:
From staff: surgeon went to perform coronary stent implantation atherectomy on right leg; circulating rn passed coronary stent implantation device to surgeon following sterile guidelines. Coronary stent implantation machine was primed and inserted into right leg and used. Surgeon stated that the machine wasn't working properly, however did not know exactly what wasn't working properly. Team switched out coronary stent implantation device and had no other problems with atherectomy.